Event description:
PICC was placed uneventfully at bedside. Unable to confirm tip placement with ECG technology due to no ECG waveform present for evaluation. Chest x-ray post procedure revealed an approximate 3cm fragment of the guidewire broke off and was retained. Manufacturer response for central venous catheter, powerpicc solo2 (per site reporter). The broken guidewire was sent in for evaluation. The manufacturer will follow-up when evaluation is complete.